Event description:
On (B)(6) 2010, product surveillance spoke to the home patient (hp) who stated he has had no further problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained from baxter's investigation, a root cause was not identified. A batch review was not performed due to unknown lot information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 5 of 7. The home patient (hp) stated he was still connected. The hp further stated his supply bags were empty and there was only solution on the heater bag. The hp confirmed none of the bags had come undone. The technical service representative (tsr) explained that se 2240 indicates a large amount of air has entered setup. The tsr then assisted the hp to clear the alarm by cycling power. The hp stated he would finish therapy with a manual bag. No additional information is available at this time.